Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that during a pacemaker insertion procedure, while attempting to maneuver the guide wire into the coronary sinus from the ventricle, the bmw wire fractured. Attempts were made to retrieve the separated segment from the pt with a snare device; however, this was not successful. Instead, 8f biopsy forceps were advanced via a cut down jr4 guiding sheath, which resulted in the successful capture and complete extraction of the wire fragment (confirmed on fluoroscopy). It was retrieved from the pt in two pieces. There were no reported ill effects to the pt. There is no additional info available.